Manufacturer narrative:
Section e1: reporter phone number as reported: (B)(6). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient had redness at the driveline exit site on (B)(6) 2025. There was no drainage. The patient was already on oral antibiotics from a previous staphylococcus epidermidis pericardial infection (manufacturer report number: 2916596-2026-01279). Cultures were negative. A positron emission tomography (pet) scan was performed and cellulitis was confirmed. The patient was set to keep their antibiotic treatment (clavelin) until (B)(6) 2026. No infection at the level of the driveline or pump was observed.